Event description:
It was reported that bd luer-lok¿ 3ml syringe scale markings were misaligned. This was discovered before use. The following information was provided by the initial reporter: we have received a complaint from a customer due to the misaligned/poorly printed graduations on one of the above syringes. The issue was noted before the syringe had been filled.

Manufacturer narrative:
Investigation summary: two photos of a loose 3ml syringe were received and evaluated. It was observed in both photos the syringe had a skewed and distorted scale with missing print and was rejectable per product specification. During production of the reported batch, an issue was identified and additional measures were taken to assure release of the product. Potential root cause for the missing print defect is associated with the marking process. A barrel jam occurred under the pad roll causing barrels to be printed at an angle. The barrel was removed, and the jam was cleared. Adjustments were made and a re-qualification was performed. It is possible a few syringes were able to escape detection. No corrective actions are necessary based on the defective rate identified. Batch 8240729 is considered in compliance with our product specification requirements.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ 3ml syringe scale markings were misaligned. This was discovered before use. The following information was provided by the initial reporter: we have received a complaint from a customer due to the misaligned/poorly printed graduations on one of the above syringes. The issue was noted before the syringe had been filled.